Event description:
The pt had a hammertoe plasty of the second toe. The toe became markedly inflamed and irritated. Pt was admitted to the hosp for antibiotic therapy, debridement of the second toe, and removal of implant due to probable allergic reaction to the synthetic implant. A stainless steel pin was used to transfix the arthroplasty sites.